Manufacturer narrative:
On march 23, 2023, mentor was notified that the patient underwent bilateral removal and replacement with 550cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, the mentor analysis lab received the suspect medical device for evaluation. On (B)(6) 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found ruptured, received in two (2) parts, and received incomplete. Additionally, an area of shell abrasion was observed on the edges of the rupture. A microscopic examination was performed and no instrument damage was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. At the present, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: generalized illness, rupture. (B)(4). Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 405cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed her left breast appeared abnormal and she experienced joint pain in her knees, wrists, ankles, elbows, and hips. Afterwards, she had profuse sweating and chills without a fever. Upon a visit to the emergency room, she had an elevated d-dimer result. Additionally, a computerized axial tomography scan was conducted which revealed a possible left breast implant rupture. After consulting with a medical professional, the patient was scheduled for removal on (B)(6) 2023. The date of event was provided to mentor as a best estimate. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-00791 for the contralateral event.